Event description:
The 3.0/10 mm cutting balloon advanced to 2nd vessel/lesion. When directed to inflate, atmosphere pressure wasn't maintained. Physician was informed, balloon was deflated and removed. Physician stated that balloon had ruptured, blood was noted in balloon and in inflation lumen. Second balloon requested and used for second lesion (same size and type).